Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The pink probe was cut and there were more than two missing signals in 14 consecutive signals. The device passed the fog test but there was a flare and a white dot in the image. There was missing glue on the nozzle and probe screws and peeling cement on both the objective and light guide lenses. The light guide prong cover glass was loose but not leaking. There was a leak at the bending section cover. The insertion tube was deeply scratched and slightly compressed. The ultrasound cord was buckled at the boot on the ultrasound connector side. The locks for angulation control knobs were slipping. In addition, the bending section cover and bending section cover glue were determined to be non-olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, there was a degraded ultrasound image and an unspecified issue with the ultrasound probe on the ultrasonic gastrovideoscope during an unknown procedure. During inspection of the returned device, there was a cut on the pink probe. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the pink probe was likely from stress or using handling of the device. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.